Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation could not be performed.

Event description:
It was reported that in the last "few months," the surgeon has had an increase in bleeding associated with their sleeve gastrectomy staple lines. Because of this, they have implemented the use of staple line reinforcement. There have been no reported negative clinical outcomes associated with the additional bleeding. Still, they report added time to the procedures, extra cost, and frustration in addressing the small bleeding vessel issue by using reinforcement material (buttress). During a follow-up with the clinical sales representative (csr), he added that the surgeon believes this is associated with the software update from (B)(6) 2024, as this was when the issue began. Previously, the surgeon used blue and white sureform reloads, but with the addition of the buttress material, they started using green reloads. The surgeon denied any readmissions or reoperations and said the bleeding previously experienced was addressed using bipolar energy, which they feel may compromise the staple line.